Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The patient reported they received cardiopulmonary resuscitation (CPR) during a non-device related procedure. Measurements had been in the 40 ohm range and were noted to increased after that procedure. An invasive procedure was performed. The lead was surgically abandoned and replaced. This device remains in service with the new lead without further complication. No additional adverse patient effects were reported.